Event description:
A nurse called for assistance in resetting the reservoir volume. It was informed that the customer was admitted to the hosp for dka. Advised the contact that the pump needs to be tested.